Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. No intervention was performed. No further information was available.